Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a bent stylet was confirmed, but the exact cause could not be determined. One stylet wire and a 21.5cm segment of catheter tubing were returned for investigation. The catheter was received separate from the stylet. The stylet wire was kinked 16.4cm from the distal end of the metal cannula. Biological residue was observed on the external surface of the catheter. The catheter contained the 39-59 cm depth marks. The distal segment of the catheter was not returned for investigation. Since the catheter was cut, received separate from the stylet, and contained residue, it appears that the product was used. Due to the condition of the returned sample, it is possible that the stylet was damaged during insertion; however, the exact cause could not be determined. A lot history review (lhr) of redp3234 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the stylet was bent. There was no reported patient injury.